Event description:
The customer called because of a blood glucose reading that read "high". The customer stated that she treated the high blood glucose by taking thirty-eight units of insulin, half delivered via the insulin pump and the other half delivered via manual injection. Troubleshooting was performed and it was found that the customer had last changed the infusion set on the day of the event. The customer stated that she felt pain and discomfort when inserting the infusion set and she did not feel that the insulin pump was the cause of the high blood glucose. The customer also stated that she was having issues with her health and that she was on her menses. While on the phone with the customer paramedics were called to the scene. At the time the paramedics arrived the reported blood glucose reading was 311 mg/dl. Once the paramedics had arrived they stated that they were going to evaluate the customer's condition and decide if she needed to be hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.